Manufacturer narrative:
It was reported that the symptoms first presented several weeks after the procedure. The exact date was not provided. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. No contact information is available. The complaint was filed by the patient and no physician or hospital information was provided. The following problem codes capture the following reportable events: (B)(4). The voluntary user medwatch number is mw5079181. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was used implanted during a pelvic organ prolapse surgery and urinary incontinence repair procedure on (B)(6) 2007. According to the complainant, several weeks after the procedure, as she was healing from the surgery, the patient started to experience excruciating nerve pain from her urethra down to her vagina. Stabbing pain was also experienced upon arousal. Reportedly, the patient went to the surgeon and she was told by the doctor that he removed knotty scar tissue wreaked around nerve clusters. However, on the same day, the patient continued suffering the excruciating nerve pain that last over a several years and which has traveled into her pelvis, lower abdomen, lower back, buttocks, down to her lower extremities. The patient reported of pain upon sitting, standing, or walking for too long, as well as laying for a long period of time in any position. Her legs collapsed under her on several occasions. Reportedly, the patient underwent numerous medical visits and laboratories involving abdominal scans, colonoscopy, blood testing, including MRI's, cardiology, rheumatology, and neurology. She was also treated for lyme disease through the infectious center and was eventually told she did not have the disease. The patient also reported difficulty walking most days due to the nerve pain thus an ambulance trip was needed for hospital visits. She stated that she experienced difficulty planning ahead and working, suffered vertigo and extreme dizziness for three and half years, vomiting, depression and suicidal tendency. The patient also reported that she was given medication for depression on different occasions. The patient also suffers from pain during sex, leaking of urine, extreme fatigue with heart palpitations, rhythm fluctuations, chest pain and numerous autoimmune symptoms. It was reported that the patient can actually feel the mesh under her urethra and it hurts to hold her legs closed. In addition, the patient reported that it was only in 2017 that she found out that she was implanted with an advantage sling, and she is still experiencing the same excruciating pain. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.